Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the customer may continue to use it. Caller was instructed to contact support again if the malfunction recurs.